Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had not recharged the ipg since the (B)(6) 2013 time frame. The pt no longer had stimulation and was unable to communicate with the ipg using a charging system. A replacement charging system did not resolve the issue. The pt was to schedule an appointment regarding the issue.